Event description:
Caller reported they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The issue was not current, having occurred on a previous date, and the customer resolved it independently by changing the infusion set and cartridge, successfully resuming insulin use.